Event description:
Pacing impedance <100 ohms, nonphysiologic lead noise.

Event description:
It was reported that pacing impedance was <100 ohms, nonphysiologic lead noise. Device was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information; the user facility was unknown at the time of initial reporting. Evaluation summary; no anomalies found; proximal segment returned for analysis. Other : it was reported that pacing impedance was <100 ohms, nonphysiologic lead noise. Device was removed from service. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed, visual examination device performed according to specifications, no conclusion can be drawn, interference impedance, low.